Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was returned for analysis with the dispenser hoop. The catheter shaft was broken in 3 places; 2 cm from the hub with approximately 6.5 cm of braid exposed, 13.6 cm from the hub with approximately 16.0 cm of braid exposed, 42.9 cm from the hub with approximately 26.6 cm of braid exposed. Coating damage was evident distal to each of the breaks. There was no peeling or missing coating. This is consistent with excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. A dimensional inspection was carried out and the results are as follows; the total length and useable lengths could not be completed due to breaks in catheters. The tip length, proximal outside diameter, and distal outside diameter were measured and found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2013. It was reported that during an unspecified treatment procedure the device was noted to be damaged during preparation. After unpacking of the 135/20 renegade hi-flo kit it was noted that the device was "friable." The procedure was not completed due to this event. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed shaft breaks.